Event description:
It was reported that the ilet pump displayed alert code 38 for motor stall despite multiple restarts, and during a dry run targeting 100 units the pump stalled at 76 units, consistent with a failure to infuse associated with the motor component; a replacement pump was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device malfunction consistent with failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.